Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they charged the implant to 100% then noticed the controller mentioned stimulation is off but caller did not turn off stimulation. The issue began today. Agent walked caller through turning stimulation on. The troubleshooting steps taken on the call resolved the issue. Agent redirected caller to the hcp if the issue did not resolve.